Manufacturer narrative:
(B)(4). Device not available.

Event description:
The customer stated that the lancet from a single use lancet device did not retract back into the device and resulted in an accidental stick. The customer could not confirm if the lancet device was an accu-chek safe-t-pro lancet device or an accu-chek safe-t-pro uno device. At the time of the event, the customer was in transition between the two lancet devices. The lancet device was used on a patient and the lancet did not retract back within the device. The un-retracted lancet stuck the nurse too. The customer could not provide any additional information and the box of lancet devices was no longer available for investigation. No adverse events were alleged to have occurred with the patient. The customer has not heard anything about any nurses receiving follow up care in relation to an accidental stick. There were no reports of any patients with blood borne pathogens in relation to accidental sticks.

Manufacturer narrative:
The customer's material was not returned for investigation, so no further investigations were possible. Previous issues with lancets not retracting have been investigated and the investigation showed that in some cases, the internal wings of the lancet which intentionally break during the lancet release might jam the lancet's guiding channel, thus impeding the lancet to retract back into the lancet housing. The medical risk remains very remote or less than remote. A use error can be excluded.